Event description:
It was reported that patient had previously knee replacement after a car accident. The surgeon implanted an mrh knee on (B)(6) 2010. The mrh component with vitallium cemented stem 14 mm x 155 broke after the patient fell. The surgeon revised the femoral side by removing the mrh femur and broken cemented stem. He removed all the cement and reimplanted a gmrs femur with a 15mm x 127 mm gmrs stem. The appropriate bushing, bumper sleeve, axle were also implanted.

Manufacturer narrative:
An event regarding revision surgery due to fracture of the stem extender following patient trauma was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review was satisfactory. Complaint history review indicates that there are no other similar events for the lot. The reported event was not confirmed. It is not possible to determine a root cause for this case as no medical records or explanted components were provided for this investigation.

Event description:
It was reported that patient had previously knee replacement after a car accident. The surgeon implanted an mrh knee on (B)(6) 2010. The mrh component with vitallium cemented stem 14 mm x 155 broke after the patient fell. The surgeon revised the femoral side by removing the mrh femur and broken cemented stem. He removed all the cement and reimplanted a gmrs femur with a 15mm x 127 mm gmrs stem. The appropriate bushing, bumper sleeve, axle were also implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Patient retained device.